Event description:
Senseonics was made aware of an incident where user reported about a very high glucose reading given to them while at a hospital visit. The hospital visit was unrelated to diabetes.the user was not responsive despite multiple follow up attempts by customer care to gather additional information.

Manufacturer narrative:
The user reported about a very high glucose reading given to them while at a hospital visit. The hospital visit was unrelated to diabetes. The user was not responsive despite multiple follow up attempts by customer care to gather additional information.

Manufacturer narrative:
H6. Medical device problem code updated to 1307.